Event description:
It was reported that the device had a power on reset and invalid data was noted in the diagnostics. The reset was cleared and the device remains in use. The patient was noted to be undergoing radiation therapy. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated a partial electrical reset. The power on reset (por) likely occurred during device interrogation. Por buffer does not contain data. Analysis of the device memory indicated cardiac compass data was missing/invalid. (B)(4).